Event description:
Braun IV pumps kept alarming air bubble in line when attempting to deliver IV medications to patient. Patient had three lines for three separate medication on 3 separate pumps all with the same issue. Pumps were set up and primed correctly as directed by braun. The medications were delayed by hour; patient was agitated and hypotensive. Had to change out tubing several times to finally get medication to patient which also resulted in the wasting of medications to prime the lines. Company was informed and indicated they were aware of the issue. Company indicated they were aware that it is the size of the tubing being used in the pumps. An inaccurate diameter was manufactured which causes the pumps to indicate an error of an air bubble when there are no bubbles in the line. Reference reports: mw5147972, mw5147973.